Event description:
It was reported that the coil could not be detached, upon removal, the coil detached inside the catheter with part of the coil inside the aneurysm. The physician was able to retrieve the coil with a lasso retrieval device. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation,